Manufacturer narrative:
One cardiomems patient electronic system and wifi adaptor were received for evaluation. Visual inspection of the wifi adaptor revealed a damaged chassis resulting in exposed circuitry. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed circuitry of the wifi adaptor.